Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the instructions for use. Instead of using gentle counterclockwise twisting motion to remove the device, force was applied which likely contributed to the reported separation. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, foreign body in patient and serious injury/illness/impairment appear to be related to circumstance of the procedure. The reported separation appears to be related to user error/circumstances of the procedure. In this case, it is likely that the IFU violation contributed to the reported separation. Possible factors that could contribute to balloon material ruptures include, but are not limited to, inflation technique, insufficient preparation, interactions with other devices and/or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. Additionally, it is likely that the ruptured balloon material became caught on the introducer sheath, resulting in the reported difficulty removing the device and, upon applied force, the balloon ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force. The herculink device referenced in b5 is being filed under a separate med watch report number.

Event description:
It was reported that on an unspecified date in (B)(6) 2025, an unknown size herculink stent was implanted in the right external iliac artery. On (B)(6) 2026, the patient had complaints of pain in the right hip and buttock. The patient was re-hospitalized with possible re-stenosis (occlusion) in the stent and new stenosis noted below the stent in the external iliac artery. Angioplasty was performed to treat the re-stenosis in the herculink and the new stenosis noted below the herculink, using the armada 35 balloon dilatation catheter (bdc), which was advanced without resistance to the right distal external iliac artery via the right radial access site. The bdc was inflated to 12 atmospheres one time to treat the 70% stenosis. During the second inflation at 12 atmospheres, the bdc ruptured after 30 seconds of inflation. The armada rupture did not occur inside the herculink. The stenosis was reduced to 10% and the lesion was successfully treated. There was no vessel damage noted. Resistance was felt during removal of the bdc from the 6f introducer sheath and force was applied. After the bdc was removed, it was noted that the tip of the bdc had separated and remained in the patient. The 6f sheath was removed, but the separated tip was not inside the sheath. The physician intended to snare out the separated segment; however, he was unable to insert a new sheath into the radial artery due to the separated bdc that was stuck on the wire. Vascular surgery was consulted with during the procedure. The procedure was completed as this was not deemed to require emergency intervention. The patient was monitored overnight for bleeding complications and post-operative complications. The patient had pulses proximal and distal to the armada remnant. Capillary refill was less than 3 seconds. The patient had a patent ulnar artery via ultrasound. There was no evidence of weakness in the hand. The patient was discharged from the hospital on (B)(6) 2026. No additional information was provided.

Event description:
Subsequent to the previously filed report, a user facility medwatch report, mw5183314. Was received that states: the balloon dislodged from the catheter, balloon was able to be retrieved, but the radiopaque markers were left in the distal radial artery." Additional information was received that after all the devices were removed from the patient anatomy, there was a bunched material that was difficult to remove from the guidewire. This bunched material was thought to possibly be part of the armada 35 ruptured dilatation catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5 - describe event or problem: updated. H10: added report number. Corrections: d9 - device available for evaluation: updated from no to yes.